Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles had foreign fuzz attached to them. The following information was provided by the initial reporter: "customer reports needles are contaminated. They found fuzz on needles. Noticed issue on one box towards the end of finishing needles on that one box."

Manufacturer narrative:
H6: investigation summary: ninety six samples received by our quality team for investigation. Ninety five of them came in sealed packaging blister and one with no packaging blister. Upon visual inspection, the sample with no packaging blister has white specks on the needle, these are from the lubricant applied to the needle, therefore the incident is confirmed. Based on the quality team¿s investigation, the root cause of the incident can be traced to the manufacturing process. During review of the process, the needle lubricant application station had excessive flow inducing the symptom reported and not detected in the next processes. Verification of the needle lubricant application process was performed and setting were verified to confirm flow of products. H3 other text : see h10.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles had foreign fuzz attached to them. The following information was provided by the initial reporter: "customer reports needles are contaminated. They found fuzz on needles. Noticed issue on one box towards the end of finishing needles on that one box."